Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the splenic artery aneurysm procedure, the subject coil detached within the microcatheter when the delivery wire was retracted due to resistance at the distal of the microcatheter. The physician replaced the catheter and subject coil with new devices and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date - added. D4 expiration date - added. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available. Therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this event of ¿main coil broken/fractured during use', 'coil difficulty to remove/withdraw from catheter¿.

Event description:
It was reported that during the splenic artery aneurysm procedure, the subject coil detached within the microcatheter when the delivery wire was retracted due to resistance at the distal of the microcatheter. The physician replaced the catheter and subject coil with new devices and continued the procedure without clinical consequences to the patient.